Event description:
The customer contacted baxter's service center regarding a system error 2367 which occurred on the homechoice (hc) during dwell 1 of 4. The technical service representative (tsr) reviewed the alarm log with the home patient (hp) and found a system error 2240 (air in tubing). The patient was connected at the time of the alarm. The patient line had been properly primed prior to connection. The patient line had not separated from the transfer set, the patient had not initiated therapy prior to connection, and a dummy tummy was not in use. The patient had not disconnected prior to the alarm. All of the bags were properly connected. The supplies had not been damaged by an outlet port clamp or assist device. Patient extension lines were in use, and not been connected prior to prime. There was also an open clamp on an unused line. The tsr explained to the hp to ensure that any unused the supply line clamps were closed. The hp would setup with all new supplies. The hc was operational. Proper procedures were reviewed. There were no samples or lot numbers available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was use error. The label review found the labeling adequate for the prevention of the use error in this complaint. This issue is being investigated through CAPA.